Event description:
The customer reported the system was making an audible noise and not booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the isd pc board. System operates as intended. This MDR is related to ge healthcare complaint.